Event description:
Part fractured

Event description:
Part fractured.

Manufacturer narrative:
Reviewed attached customer feedback form: complaint (B)(4). Contraindications relevant to failure: part fractured. Part number: 823711. Revision: c. Visual: damaged condition. Received fractured implant with crown attached. The part is fractured toward the tip. The tip was not received. There is little blood and bone matter on the outside surface. Complaint is confirmed. Specification should be: length: .463. Specification as found: 1875. Diameter: 1447/1462. Specification as found: 1458. Due to fracture. Comments: (B)(6) (B)(6) 2025. (B)(6) (B)(6) 2025.